Event description:
Patient, with a medical history of arthrosis and knee prosthesis, experienced an allergic reaction (knee inflammation, swelling, warm, effusion). The pt began a treatment with synvisc on an unknown date. The pt received 5 injections of synvisc (one injection per week) into unknown knee on unknown dates. 2 or 3 days after the second injection, the pt presented with an inflammatory reaction at the injection site, with "increase of region volume, increase of local temperature and liquid pressure in the site." The knee was aspirated and a counting bigger than 80,000 cells/cubic cm was verified ("seemed like a pus"). The physician reported that "it seemed like an infection," but 1 hour after receiving dexamethasone and prednisone, the pt recovered. The physician believed it was an allergic reaction and attributed the event to the "fact of the biologic origin of the medication." Treatment with synvisc was discontinued. At the time of this report, the pt had recovered without sequelae.